Event description:
It was reported that; trial handle broke off in alif trial.

Manufacturer narrative:
Lot# 134002. Method: visual inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified for the reported lot. The device was inspected and it was found that the tip of the slide rasp handle was fractured. Conclusion: the age of the device (more than 3 years) concludes plausible root cause to be "normal wear based on age and extensive use of the device."

Event description:
It was reported that; trial handle broke off in alif trial.